Event description:
The pump was interrogated and the logs showed that a pump reset occurred due to low battery, a motor stall occurred, and the pump was in safe state. Two days later, an eri (early replacement indicator) was recorded in the logs. The pump was replaced. It was felt that the battery had depleted too early. There was no patient injury. The patient recovered without sequela. The medication being delivered via the pump was not reported.

Manufacturer narrative:
This report is being submitted due to a delay by a manufacturer employee. A process improvement plan and training are in place. The pump has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.